Manufacturer narrative:
(B)(4). Date sent: 03/02/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 11150 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 11150 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted?

Event description:
It was reported that a linx device was explanted on (B)(6) 2020 for unknown reasons.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. Device analysis: a suture wire knotted at two locations was observed during the visual assessment. It is known that sometimes, during the explant procedure, a suture is placed on the device to aid in the extraction of the device. Hence, it is presumed that the suture was placed by the explant facility during the explant procedure. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.